Manufacturer narrative:
This report is filed on july 14, 2017.

Event description:
Per the clinic, the patient experienced recurrent non-device related infections pertaining to the middle ear and behind the auricle of the ear, however treatment could not resolve the issue resulting in the decision to explant the device. The device was explanted on (B)(6) 2017.